Event description:
The nurse reported that the 25 gauge vitrectomy probe tip broke in the pt's eye. No pt injury occurred. The pt's condition reported as good.

Manufacturer narrative:
Damaged tip has not yet been received. Investigation including root cause analysis will be performed upon receipt.